Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer stated they had an injury on their arm and was put on a medication. The customer stated they were unable to get their blood glucose to be below 180 mg/dl. The customer stated their blood glucose levels would be in the range of 200 mg/dl and 500 mg/dl. The customer stated they woke up in the morning with a blood glucose level that was over 300 mg/dl. The customer declined troubleshooting for the high blood glucose. The customer was advised to refer to their health care profession for the exact amount for their basal settings. The deice will not be returned for analysis.